Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer's allegation of broken inferior branch was confirmed. Based on the results of the investigation, the probe broken possibly occurred by the following mechanism: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark generation. 2) a force was applied to the probe during spark generation. 3) a force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. However, the root cause could not be determined. The event can be prevented by following the instructions for use: ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that during a hemicolectomy procedure the inferior branch of the thunderbeat broke. There were no reports of patient harm.